Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reported that there was a leak under the distal connector of the device, at the level of the tube. The catheter had been applied to the pt on (B)(6) 2012. It was removed and replaced with a silastic catheter on (B)(6) 2012.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring made attempts to obtain add'l info. To date no response has been received. If add'l pertinent info becomes available, the medwatch form will be updated.